Event description:
It was noted that during neurovascular procedure, the subject balloon catheter was advanced at the target site and no resistance was observed. When the physician tried to expand the subject balloon at the site of stenosis, it was unable to expand. After withdrawal of the subject balloon catheter from patient¿s anatomy, it was confirmed that it was ruptured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was noted that during neurovascular procedure, the subject balloon catheter was advanced at the target site and no resistance was observed. When the physician tried to expand the subject balloon at the site of stenosis, it was unable to expand. After withdrawal of the subject balloon catheter from patient¿s anatomy, it was confirmed that it was ruptured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the gateway was inserted and tried to expand at the site of stenosis, but it did not expand. When the gateway was retrieved, it was confirmed that it had ruptured. No resistance was observed when the gateway was inserted'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint for balloon failed to inflate' and 'balloon burst/ruptured during use'.